Event description:
It was reported that when performing the procedure, the fiber had broken inside the cystoscope. There was sufficient length of the fiber available to finish the case with the same fiber successfully without patient complications.

Manufacturer narrative:
The fiber was not returned for analysis; however media was provided by the customer. The media shows the detached fiber body. The reported broken fiber is confirmed. The review completed on the device history review (DHR) for this console confirmed that it met specification prior to release. Based on the information available, it is likely that the damaged component could have affected the device performance and its integrity leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when performing the procedure, the fiber had broken inside the cystoscope. There was sufficient length of the fiber available to finish the case with the same fiber successfully without patient complications.